Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the distal threaded part in the sleeve that engage with the threaded plate hole is partially broken. It was reported that there was no patient involvement and that this occurred at the loan department. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that the returned part was investigated. The threaded part is indeed broken as reported. This type of damage could have been from impact with the drill tip or general mishandling of the sleeve. All articles must be inspected before use as wear and tear over time is a natural phenomenon. This article was produced in 2008 meeting all in process and product release specifications as a review of the DHR for the lot was conducted. Moreover a review of our complaints database shows there are no other complaints for this issue from this lot number and article number. No product fault could be determined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.